Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that there was muscle stimulation associated with the left ventricular lead, and the atrial lead dislodged during the laser extraction of the lv lead. The atrial lead was also explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device revealed no telemetry and loss of function due to battery depletion. The cause of the battery depletion was excess current drain in the battery filter capacitors. (B) (4) no anomalies were found; the full lead was returned in segments. The distal conductor was stretched. The outer insulation had a cosmetic depression and there was blood in the distal conductor (not obstructed). (B) (4) no anomalies were found; the full lead was returned in segments. The inner and outer insulation were pulled apart, and the outer insulation was cut.

Event description:
It was reported the device had possible premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.